Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced with an OEM lead due to perforation. No other adverse patient side effects were reported. This was all of the information reported at this time. Should additional information become available, this event will be updated. The hospital has retained the device.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.